Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the clinical log was returned. Review of the clinical data showed multiple low battery messages and the device was powered off shortly after that. This is not an indication of a device malfunction. This does indicate that the battery was low and needed to be charged or changed with a fully charged battery to continue use of the device. The log also showed that the charge button was never pressed during the reported event. The log also showed that the device was tested after the reported event and the device was capable of charging and shocking. This report has been closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.